Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the fingerprint was not scanning. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that system biometric identifier (bio ID) had failed. A technical support specialist (tss) had dialed into the station, followed ka (bioid lumidigm update package 1.3 release for es ¿ failure recovery fix) to uninstall and reinstall the bio ID driver, verified bio ID status in hardware test application, coordinated a station reboot with the pharmacy technician, confirmed bio ID functionality. The system functioned as intended after the technical support specialist troubleshot the device.